Event description:
Boston scientific received information regarding an inquiry of stored non sustained ventricular tachycardia episodes from a latitude report. A review of the data by technical services noted that the signal on the electrocardiograms is sharp, and non physiologic suggesting metal to metal contact. It was also noted that a change in lead impedances, sensing, and an increase in thresholds on the right ventricular lead (0185) was recorded. Additional information provided noted a replacement procedure took place in 2009, to replace a device due to normal battery depletion. A new implantable cardioverter defibrillator (ICD) was implanted with the old right ventricular (rv) (B)(4). At a follow up of the device and lead out of range pacing impedances were revealed. Subsequently, the physician elected to replace the existing rv lead and implant a new right ventricular lead (B)(4). The old right ventricular lead (0145) remained in the patient, and was never explanted. The device was reprogrammed and an x-ray revealed that the (0145) right ventricular lead had stretched coils after the replacement procedure. At this time no additional information is available and the system remains implanted. No further adverse patient effect were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.